Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-01058. It was reported that the patient has ineffective stimulation. Multiple programming has been attempted but were unsuccessful. The leads are appropriately placed which was confirmed via x-ray. Therefore, the patient underwent surgical intervention wherein the entire scs system was explanted on (B)(6) 2019.